Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt, the device displayed a "defib fault 79" message. Complainant indicated that subsequent testing the device displayed a "defib fault 78" message. Complainant indicated that the pt subsequently expired.